Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). Predilation was performed with an unspecified balloon catheter, and a non bsc stent was deployed. Next, a 182cm choice pt graphix guide wire was pulled out and the wire caught on the distal edge of the stent and approximately 2 cm of the wire broke off. During the withdrawal of the choice pt graphix guide wire resistance was encountered but the physician continued to pull the wire out. Open heart surgery was performed and the choice pt graphix guide wire fragment could not be located and remains inside the patient. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.